Event description:
The customer reported that during a shift check, the autopulse platform (B)(4) prompted to clear an unknown error message, which would not clear. The customer tried different batteries and lifeband, but the error message persisted. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) prompted to clear an unknown error message, which would not clear." Based on the functional testing and the archive data review performed at zoll, the customer observed the autopulse platform repeatedly displayed ua45 (not at "home" position after power-on/restart) upon powering up. The archive data review indicated multiple ua45 advisory messages on the customer's reported event date. The root cause of the ua45 was that the driveshaft was not at "home" position, most likely attributed to unintended user error. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform failed initial functional testing due to the ua45 error message displayed upon powering on. The zoll service personnel used the administrative menu and manually rotated the platform's driveshaft to "home" position to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) with known-good batteries until discharged, and the platform passed the test without any fault or error. Upon service completion, the platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4).